Manufacturer narrative:
The concomitant medical products has been added to this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 475 mg/dl. The blood glucose level was 370 mg/dl at the time of incident. The customer's current blood glucose is 435 mg/dl. The other relevant blood glucose level was 300 mg/dl. The customer treated with bolus for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).